Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) malfunctioned. ECG waveform is not detected. There was no patient involvement reported.